Event description:
The customer's family member reported that the customer experienced tiredness, sleepiness and drowsiness. In addition, the customer's family member reported that the customer either lost consciousness and/or had a seizure. The customer tried to test her blood glucose level; however, her meter was not set up and she had expired test strips. The paramedics were called and transported the customer to a hospital. The customer was diagnosed with hypoglycemia and treated with unknown intravenous fluids. Attempts have been made to clarify information regarding the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a training issue; therefore, does not involve a product malfunction and no product investigation is necessary. During the course of troubleshooting with adc customer service, it was discovered that the customer was using incompatible test strips.